Event description:
The patient presented to our ed with signs of pump thrombosis. The patient had chest pain and ldh > 600. Creat was 1.0 and inr was 1.4 in upon arrival. After admission, ldh continued to rise, peaking at 2900. The patient also developed tea-colored urine. The lvad was exchanged 4 days after arrival to ed. Per site reporter: manufacturer provided a complaint number.